Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with broken reservoir tube lip, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the chipping away at reservoir compartment. Customer's blood glucose level was unknown. Customer states reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.